Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat total vaginal hysterectomy plus bilateral salpingo-oophorectomy,symptomatic vaginal prolapse and urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary/bowel problems, dyspareunia and fear of having accidents in public, anxiety, depression. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and leaking urine. (B)(4).

Manufacturer narrative:
It was reported that the patient had the concurrent procedures of transvaginal hysterectomy, bilateral salpingo-oophorectomy, vaginal vault suspension, cystoscopy and posterior repair performed during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.